Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: results - updated to wear problem. The root cause did not change from the previous report. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: (summarized by hcp) cloudy fluid (states classic for altr)- cultures sent (no results provided) significant corrosion on taper (chrome cobalt and titanium taper) no significant bone or muscle or tendon destruction cup solid liner replaced ebl 300 ml no complications if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical product(s): item# unknown unknown cup lot# unknown; item# unknown unknown liner lot# unknown; item# s331140 selex/magnum mod hd 40mm +3 lot# 493600. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 04329.

Event description:
It was reported that patient underwent second revision approximately four years post original total right hip arthroplasty due to pain--during revision altr (cloudy fluid) and corrosion on taper was noted.